Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when, or in which care area, this condition occurred. This condition has the potential to interrupt delivery. The facility reported that there was no patient involvment, injury or medical intervention necessary with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and duplicated by baxter service personnel. The root cause of this condition was attributed to depleted main batteries. The main batteries and battery harness were replaced to address this condition. Similar reports have been received by baxter for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). It was determined by quality engineering that the reported problem of a damaged battery was a result of user error.